Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and cracked. The blood glucose at the time of the incident was 123 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.